Event description:
It was reported that customer experienced air bubbles in the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge after issue and Technical Support arranged for replacement cartridges.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone SE 2nd Gen / 2.9.1 / iOS_16.5.1.